Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, h6: medical device problem code (annex a), component code (annex g). Description of event: as reported, the basket of the ncircle tipless stone extractor was "damaged" during a flexible transurethral lithotomy (tul) procedure. The device was inserted into a flexible endoscope transurethrally. After the basket had reached the ureteral stone in the urinary duct, the basket was found broken and part of the basket had separated. A laser was not used at the same time as the basket. The procedure was complete with another same-like device. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned without package or label. Basket wire has been pulled from sheath, sheath and wire are damaged at distal tip. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Complaint confirmed. The returned device was found to have had one of the basket wires pulled free from the basket cannula that holds the proximal end of the basket wires in place. The cause for the separation of the wire could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of the ncircle tipless stone extractor was "damaged" during a flexible transurethral lithotomy (tul) procedure. The device was inserted into a flexible endoscope transurethrally. After the basket had reached the ureteral stone in the urinary duct, the basket was found broken and part of the basket had separated. A laser was not used at the same time as the basket. The procedure was complete with another same-like device. The patient did not experience any adverse effects due to this occurrence.